Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements in addition to loss of capture (loc) at maximum device output several weeks after a device replacement procedure. As a result, the patient's heart failure worsened as biventricular therapy was no longer effective. A revision procedure was performed wherein the lv lead was confirmed fractured via fluoroscopy then surgically abandoned and replaced. Measurements obtained for the new lead were within normal limits. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.